Manufacturer narrative:
Visual examination of the returned used device, item y1301, found the suture anchor assembly broken off at the tip and bent (deformed). This is due to excessive force used on the instrument and that caused the breaking of one of the tips. The broken portion was not returned with the product for the evaluation. The user applied excessive force on the product and broke the tip off. This is technique dependent device and the most likely cause of this suspected failure is user related. The broken tip is approximately 0 .070 of the inch (1.778 mm). Critical dimensions were inspected and no discrepancies were found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: when removing driver from pilot hole, pull driver straight out. Do not rotate or oscillate the driver about its axis or breakage of driver tip and/or anchor may result. Precautions: do not use excessive force on the instruments to avoid damage or breakage during use. Maintain proper alignment during insertion of anchors and disengagement of the drivers. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the y1301 device driver tip broke during insertion of the implant. The surgeon was using a mallet to advance the anchor when the driver tip was broken. The tip was removed by the surgeon using a king fisher grasper. This event caused an approximate 5-minute delay in the procedure. There was no report of user or patient injury. There was no medical intervention or extended hospital stay for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.